Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a difficult to open or close the foot include, but not limited to, tissue or suture caught in the foot which likely led to the reported difficulty removing the device. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, based on the reported information, the instructions for use (IFU) violation was circumstantial due to the difficulties experienced during removal. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017: against resistance

Event description:
Subsequent to the initially filed report, additional information received stating: the foot plate on all four prostyle device was unable to fully close. Additional force was applied to remove the devices. After removal, tissue damage was noticed on one of the prostyle devices. No additional information was provided.

Event description:
It was reported this was an multi access arteriotomy closure of a left common femoral artery (lcfa) and right common femoral artery (rcfa) using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, two prostyle devices were successfully placed in each access site. However, after lowering the lever and closing the foot (step 4), the devices were difficult to remove from the anatomy. All were successfully removed, and the procedure was completed. Hemostasis was achieved via the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are being filed under separate medwatch reports.